Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR) and investigation conclusion. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. The root cause of the reported issue was not identified. Device being inspected by manufacturing prior to being shipped to the customer by DHR evaluation with no abnormalities noted, it is unlikely the unit left the facility damaged. DHR review indicated no abnormalities, therefore the damages incurred may have been as result of transportation or use. Olympus will continue to monitor complaints for this device.

Event description:
The event occurred during the beginning of an unknown procedure. There was a ten minute delay while patient was under general anesthesia. The procedure was complete with a change of shaver blade. There was no patient injury/harm related to this event. No error codes were displayed.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device cannot be connected to console due to failed breakout box test. The device was placed for repair. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure the device exhibited intermittent connection issue. There was no patient harm or injury reported. No user injury reported.